Manufacturer narrative:
One vial of test strip lot 440094-11 containing >10 test strips was received from the customer. The test strips and vial showed no defects. The returned test strips were measured on reference meters with a high level control sample: control sample lot 45569900. Specified target range 2.7 - 3.5 inr (±11.5% around the lot specific target value of the complained test strip lot / control lot combination). Number of repeat measurements: 3. Results: test 1: 3.1 inr, test 2: 3.2 inr, test 3: 3.1 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. The returned customer material and retention material comply with the specification. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. This event occurred in (B)(6).

Event description:
The initial reporter received questionable result from coaguchek pro ii meter serial number (B)(4). The meter result was 8.0 inr and the result 10 minutes later from a laboratory using neoplastin reagent was 5.5 inr. The warfarin dosage was changed based on laboratory result. The therapeutic range was 2.5 - 3.5 inr.